Event description:
Customer reported the device worked intermittently and motor was loose inside. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was loose, rough running and seized. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.